Manufacturer narrative:
Updated sections: b4, e1(reporter), e2, e3, g3, g6, h2, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) may require maintenance. There was no patient involved.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) may require maintenance. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse checked the machine and found when machine starts inflation and deflation a "iabp may require maintenance error displays." Further checked the machine and found the issue could be due to the compressor scroll. Checked the machine again and found that only the vacuum inlet filter was required for further inspection of the machine. The fse replaced the vacuum inlet filter then check the machine and found that the vacuum regulator value is - 264 mmhg which is out of range, so adjusted the value -293 mmhg. Checked the machine again and found all manifold tests are passed.